Manufacturer narrative:
The unit was received with operating currents within specification. The unit passed the self-test, rewind, prime and seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin pump was returned for a power error detected alarm. The power management tool confirmed that the power error detected was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The unit was received with a minor scratched display window and case.

Event description:
The customer reported via phone call that they were getting error on her insulin pump. The customer received a replaced battery alarm, insert battery alarm, and a power error detected. The customer's blood glucose level during the incident was unknown. The customer had previously called to report the power error detected. The power error detected recurred within a week of troubleshooting previous occurrence. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.